Event description:
A baxter engineer reported a pump with a dead battery. It is unknown when this occurred. It is not known if there was any pt injury or medical intervention necessary according to the hosp rep.